Manufacturer narrative:
Block h6: problem code a0501 captures the reportable event of snare loop detached and removed from the patient's body. Block h10: investigation results a captivator ii-10mm round stiff snare was received for analysis. Visual inspection of the returned device revealed that the loop and cannula were detached from the cable and were returned. No other issues were noted. The reported event of loop detachment of device or device component was confirmed since the analysis of the device found the loop and cannula were detached from the cable. These types of failures will be further investigated. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is manufacturing deficiency. A risk review of the captivator - snares was completed and confirmed that the events of cable detaches from loop cannula and frays was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was to be used during a endoscopic polypectomy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, the loop part of the snare tip got dislodged inside the body. The dislodged loop part was removed outside the body. Additionally, no visible issues was noted with the handle and no other issues were noted with the device. No information was available regarding the completion of the procedure. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was to be used during a endoscopic polypectomy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, the loop part of the snare tip got dislodged inside the body. The dislodged loop part was removed outside the body. Additionally, no visible issues was noted with the handle and no other issues were noted with the device. No information was available regarding the completion of the procedure. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.